Event description:
It was reported that during the placement of an intraocular lens, the lens tore at the haptic junction. After implantation into the eye, the lens was removed and a back up lens of the same model and diopter was attempted. The back up lens implantation was not successful and the iris was torn during the removal of the back up lens. The patient was left aphakic. Additional information has been requested of the reporter, but has not been provided. Lens 1 of 2.

Manufacturer narrative:
Although requested of the reporter, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined.